Event description:
It was reported that this pacemaker was part of a system revision and wound debridement due to pocket discomfort and infection. There were no additional adverse patient effects reported. The pacemaker remains in service.